Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the lead warning triggered ten months prior, and the right ventricular (rv) lead exhibited a loss of capture with isometrics and a polarity switch. Recent review of the rv lead measurements indicates normal function, however, the atrial lead now exhibits high impedances and inhibition was noted with isometrics. The leads remain in use. No patient complications have been reported as a result of this event.